Manufacturer narrative:
The attached user facility report was received from the (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. An (B)(6) report was received which stated: "splenic infarction - likely from clot from lvad/heart." No other information was provided with the report.